Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation the force sensor was found to be out of calibration.